Event description:
It was reported that the patient had to be externally defibrillated when a vf episode was undersensed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.